Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis unknown. No analysis was performed due to the event being under litigation. The lead is part of the advisory for this model.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the superior vena cava defibrillation coil connector was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The initial reported event was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) pin on the defibrillation lead was "crimped and bent." The lead was removed and replaced. No patient complications were reported as a result of this event.